Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator made a very loud alarm noise with the red led alarm flashing. When the registered nurse and respiratory therapist arrived at the bedside, the ventilator was functioning with the alarm message ''unit restarted, check settings, check apps''. The respiratory therapist reported that the patient was being ventilated the whole time. There was no harm to the patient and the patient was placed on another ventilator. The hospital is unable to provide any patient demographics.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
**UDI related data quality updates only**.